Manufacturer narrative:
Concomitant medical products: etlw1616c124e stent graft, etbf3216c145e stent graft, and etlw1616c93e stent graft implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was vegetation on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.